Manufacturer narrative:
(B)(4). Additional information received 10 oct 2024 states that all catheters were inserted into the same insertion site. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was the supplied 30cc inflation driveline tubing; no blood or abnormality was noted with the tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane; some buckling was noted to the teflon sheath extrusion. The exposed section of the bladder was fully un-wrapped. The one-way valve was tethered to the short driveline tubing. A dried yellow media was noted on the exterior surfaces of the iabc. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once un-wrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. Upon removal and visual inspection, no obvious damage or abnormalities were noted to the bladder membrane. The iabc was leak tested in accordance with testing methods from manufa cturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "helium loss alarm" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.

Event description:
It was reported that " it was reported that: "have helium loss alarm show in our ac2 machine at (B)(6) 2024 1500. And the user sent the pt to cath lab and replacing the 30cc catheter after they connect new catheter, ac2 show helium loss again and saw have blood coming out at the helium tube than they replace another 30 cc catheter again. At the end they used 3 pcs iabc 30 cc." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00872.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " it was reported that: "have helium loss alarm show in our ac2 machine at (B)(6) 2024 1500. And the user sent the pt to cath lab and replacing the 30cc catheter after they connect new catheter, ac2 show helium loss again and saw have blood coming out at the helium tube than they replace another 30 cc catheter again. At the end they used 3 pcs iabc 30 cc." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00872.